Event description:
It was reported that the ilet user accidentally selected a teflon infusion set instead of steel during a supply change and filled the cannula accordingly, then contacted support and was assisted in changing the cannula type back to steel, representing an incorrect procedure during setup associated with the infusion set component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage error related to incorrect supply change step. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.